Manufacturer narrative:
Technician found the cause to be a failed power control module. The technician replaced the power control module to resolve the issue.

Event description:
Technician alleged that all bed motor functions will not operate electrically or mechanically from any side rail. Battery led was on but bed still had no functions. No alleged injuries by account.